Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.

Event description:
The report we received from the affiliate indicated that a white thread was found inside the sealed sterile pouch of a 4f diagnostic catheter.